Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported that original surgery was performed by doctor on (B)(6) 2016 and on (B)(6) 2018 doctor suggested the poly appeared to be not fully seated in the tibial tray, it appeared to be loose and disengaged. A revision surgery will be scheduled.